Event description:
On (B)(6) 2011, an optometrist's office notified our sales rep about one of their pts. The pt had reported a "bacterial infection" which was treated by an ophthalmologist. The pt reported that on (B)(6) 2011, he/she inserted a new lens os. After a few hours, the left eye was red and burning. The pt denied using any care solution with the lens in question. On (B)(6) 2011, the pt went to a local emergency department and was referred to an ophthalmologist the same day. The pt reported the ophthalmologist diagnosed a "bacterial infection" and declared her/him "legally blind" os. The contact info for the treating physician was not provided. Habitual wear modality and replacement schedule is unk. On add'l medical info is available at this time. Lot info was provided on (B)(6) 2012 and a device history review has been requested. If add'l info is received, will report within 30 days of receipt. MDR reportable event trends are reviewed quarterly in executive management review meetings.

Manufacturer narrative:
Device not returned. No eval will be performed. Conclusions: no conclusion can be drawn.